Event description:
It was reported to depuy acromed that a moss miami magnum polyaxial screw broke post-operatively at the base of the screw head. A revision surgery was required to remove the broken screw and replace with another screw. There were no other adverse consequences to the pt. Co is currently conducting an eval of the returned screw.

Event description:
It was reported to depuy acromed that a moss miami magnum polyaxial screw broke post-operatively at the base of the screw head. A revision surgery was required to remove the broken screw and replace with another screw. There were no other adverse consequences to the pt. Co is currently conducting an eval of the returned screw. A complaint history analysis was performed and no other complaints of this kind have been reported for this part number. A dimensional analysis was performed, where the screw was not damaged, and conformed to specifications. A fracture analysis was performed on the screw using a scanning electron microscope. The sem revealed that the surface of the break at the base of the screw head was relatively smooth. This is due to the two pieces rubbing against each other repeatedly, indicating that the screw had been implanted for an extended period of time. The fracture area does contain some grainy characteristics which indicates that this is most likely a fatigue fracture. No material defects were observed during the sem analysis. A material assessment test was performed and the screw conformed to specifications. The most likely caused of the event is a fatigue fracture. If the screw is subjected to repeated loading cycles (as indicated by the sem analysis), the screw may break. If the pt does not follow activity restrictions in the post-operative protocol, increased loading may be applied to the screw, causing it to break. Also if the devices have been implanted for an extended period of time, fatigue fracture may result. This phenomenon is clearly stated in the labeling provided with the device. No further action can be taken at this time.